Event description:
The customer reported difficulty acquiring 12-lead ECG.

Manufacturer narrative:
The customer reported difficulty acquiring 12-lead ECG. Philips sent the customer a replacement ECG lead trunk cable which resolved the reported issue.